Event description:
It was reported that balloon rupture occurred. The target lesion was located in the arteriovenous fistula (avf) where a 5.00mm / 2.0cm / 90cm peripheral cutting balloon was advanced for dilation. During the procedure, when the balloon was inflated to 10 atmospheres for 30 seconds, it ruptured. The device was removed and replaced for a different model to complete the procedure. There was no patient complications reported.

Manufacturer narrative:
B5. Describe event or problem: was updated per the additional information provided.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the arteriovenous fistula (avf) where a 5.00mm / 2.0cm / 90cm peripheral cutting balloon was advanced for dilation. During the procedure, when the balloon was inflated to 10 atmospheres for 30 seconds, it ruptured. The device was removed and replaced for a different model to complete the procedure. There was no patient complications reported. It was further reported that the target lesion was 60% stenosed, moderately tortuous, and moderately calcified. The procedure was completed using a different product.

Manufacturer narrative:
B5. Describe event or problem: was updated per the additional information provided.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the arteriovenous fistula (avf) where a 5.00mm / 2.0cm / 90cm peripheral cutting balloon was advanced for dilation. During the procedure, when the balloon was inflated to 10 atmospheres for 30 seconds, it ruptured. The device was removed and replaced for a different model to complete the procedure. There was no patient complications reported. It was further reported that the target lesion was 60% stenosed, moderately tortuous, and moderately calcified. The procedure was completed using a different product. It was further reported that the balloon inflated twice before it ruptured.